Event description:
It was reported that the patient had multiple inappropriate shocks due to an atrial driven arrhythmia. Shocks did not convert the rhythm; it self-converted. The intrinsic morphology was narrow compared to the patient's presenting electrogram. No programming changes were made while the doctor is reviewing the data. There were no additional adverse patient effects. The system remains implanted.